Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the right atrial lead exhibited noise and auto mode switch episodes. The patient reported to have fallen a few times over the last month. No programming changes were made, the physician elected to continue to monitor the patient. No additional information was available at this time.